Manufacturer narrative:
Eval summary: it is possible that the fracture was due to excessive impaction force, but without further info this cannot be confirmed. As returned, the glenosphere impactor head is fractured. Based upon the lot number, the device had a potential field age of approximately four and a half years at the time of failure. Manufacturing documentation for this lot has been reviewed and indicates that the device was manufactured, inspected, and packaged to specification.

Event description:
It is reported that the glenosphere impactor head fractured during use.